Manufacturer narrative:
Occupation is lay user/patient.

Event description:
The customer complained of high discrepant inr results on coaguchek xs meter (B)(4) compared to an unspecified laboratory method. The customer tested on his meter at 9:00 a.m. With a result of 3.0 inr. Blood was drawn for the laboratory within a few seconds and the result was 2.3 inr. No treatment was required. The customer's therapeutic range is 2.0 - 3.0 inr. No adverse event occurred. The customer is ok. The customer is not anemic and does not have antiphospholipid antibodies. The customer is not on heparin or other direct thrombin inhibitors. The customer is not taking any new medication, has not been ill and is not experiencing any bleeding or bruising. The meter and test strips were requested for investigation. The customer returned the meter and test strips. The returned test strips were tested with comparable retention test strips on internal reference meters. Additional measurements were performed with master lot #28632180. Testing results: qc 1: 2.5 inr, qc 2: 2.4 inr, qc 3: 2.4 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. (2.0 - 3.0 inr). All measurements were without error messages. The maximum difference between measurements was 4%. Retention test strips (lot 294942-21) were tested in comparison to master lot #28632180. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material complies with specification. No information was provided in the complaint that would point to a cause for the result discrepancy. The investigation did not identify a product problem. The cause of the event could not be determined.